Event description:
It is reported that the device was implanted in 2005. Post-op it was discovered that the femoral component and tibial articular component had been mismatched. Size ab articular surface was implanted instead of a size ef articular surface. Device remains implanted.

Event description:
Device was implanted in 2005. Post-op it was discovered that the femoral component and tibial articular component had been mismatched. Size ab articular surface was implanted instead of a size ef articular surface. Device remains implanted.